Event description:
It was observed that during the device evaluation, the subject device exhibited a screen that became noised during the angulation adjustment.

Manufacturer narrative:
Corrected field: b5- describe event or problem corrected to updated to include the subject device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the noisy image malfunction: electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [product] exhibited a screen that became noised during the angulation adjustment. There was no patient involvement.